Event description:
It was reported that surgical intervention was performed to explant this lead because the pocket was infected. The doctor decided not to proceeded with a new implant. No patient adverse effects and no pacemaker dependent.